Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient was dissatisfied with far vision. Lens was removed and replaced intraoperatively with a different diopter lens. Problem was resolved. Cause of event was not reported.